Event description:
Feeding bag became detached from the connection site where the line is put into the pump. Other feeding bags have done this before and have caused spillage. Some feed was spilled out, patient had new bag put in and replaced. Recommend investigating this lot number of bags to ensure adequate connections, bag remains in patient's room in a zip lock bag with the product information. Lot 2335200282, [redacted date] for expiration, ref 773656, kangaroo epump set anti-free flow 1000 ml by cardinal health.